Event description:
During the g3 surgery, when the nurse opened the package, set screw fell to the floor because set screw was caught in the sponge of package. The surgeon used spare set screw, the surgery was completed without problem.

Manufacturer narrative:
Device will not be returned.